Event description:
According to the reporter, during a laparoscopic colectomy, the knife did not cut. It was observed that some clamps were not completely close on the distal part of the load. The surgeon cut the distal part of the staple line. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.